Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The serial number of the involved device is unknown; hence the date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 she went to a regular check up with her healthcare provider, during the time when her meter was not working. The hcp called the paramedics because her ¿sugar was so high¿ (no reading provided) and she was transported to an emergency room, where she stayed for 11 hours. Customer was unable to provide many details about the treatment she was given, but noted she received an ¿IV that saved (her) life¿. No additional information was provided as customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 she went to a regular check up with her healthcare provider, during the time when her meter was not working. The hcp called the paramedics because her ¿sugar was so high¿ (no reading provided) and she was transported to an emergency room, where she stayed for 11 hours. Customer was unable to provide many details about the treatment she was given, but noted she received an ¿IV that saved (her) life¿. No additional information was provided as customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.